Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was between 200-600 mg/dl. High bg was cause unknown. The customer delivered insulin via manual injections to address the high bg.